Event description:
Per independent repair center statement, the unit will not start. The key failure is the capacitor defective. Additional malfunctions are the manifold valve is not shifting fully and the pe valve is leaking.